Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged, and the usb cable was loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 64-230 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.